Event description:
It was reported to philips that the geometry movements were not functioning properly. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; coronary procedure was performed by the customer and completed as planned by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that geometry movement was not functioning properly. Review of the system log file confirmed the malfunction and it was showing geometry movement was partly available. Upon troubleshooting fse found that geo module was physically damaged. To resolve this issue, fse replaced the geo module. The defective geo module was returned to philips for analysis and found that there was failure in the estop button and digital analog joystick. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system geometry issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A boot up issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable the codes were updated based on the investigation outcome. Evaluation method code was correctly updated.